Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory. Product ID a820 product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer regarding a patient receiving therapy via an implantable infusion pump. It was reported that the personal therapy manager (ptm) would get stuck on 91 percent and then 20 seconds later it finally gets to 100 percent. It was noted that issue would not occur right after a refill but months later. Additional information received reported the cause for the connection issue was and was not determined. The actions taken to resolve the issue was the patient reported they were told that the pump was slowing down after a month of being refilled due to blue tooth devices in and around the handheld unit. The patient wondered if it wasn¿t slow the first month why does it slow down thereafter.